Event description:
It was reported that stent thrombosis occurred. The target lesion was located in left anterior descending artery. A 2.50 x 38mm synergy xd drug-eluting stent was advanced and implanted with no issues. However, three hours post-procedure, the patient was sent back to the cardiac catheterization lab and a stent thrombosis was discovered. The physician re-ballooned the implanted stent with no issues. No further patient complications were reported and the patient was fully recovered.